Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced sweating, requiring unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Sensor plug was properly seated and no physical damage was observed on sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in sensor state 6 (indicating abnormal termination) with the system reset error. Visual inspection was performed on the returned sensor plug and no failure modes were observed. An extended investigator was also performed. Visual inspection was performed on the returned sensor, no damage was observed. The sensor data was analyzed and the cyclic redundancy check (crc) error was observed. A crc error causes corruption in the memory, which in turn affects the software. Thus, memory corruption was identified as the root cause of this issue. This issue is confirmed due to memory corruption. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced sweating, requiring unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.